Event description:
It was reported that intermittent ongoing occlusion alarms occurred. The customer declined to provide how they have been resolving the occlusion alarms. There was no adverse impact to customer¿s blood glucose level.